Event description:
It was reported that the ilet device developed a small crack in the top-left corner of the screen, after which the touchscreen intermittently failed to respond; the device was replaced and the original unit has not been returned. Symptoms included no adverse health effects, and blood glucose control was reportedly unaffected. Outcomes included a device replacement to mitigate the risk of nonresponse during use and a warning that the warranty for the replacement unit was voided pending return of the damaged device. Investigation included remote troubleshooting and user education, along with efforts to retrieve the original device for analysis. Investigation of this case revealed a damaged display/touchscreen component associated with intermittent touch responsiveness, consistent with a hardware screen crack affecting input functionality. It was concluded, based on previously established findings for similar reports, that physical damage to the screen led to intermittent touchscreen performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.